Event description:
Pt reported that their blood glucose was "hi" on the morning of the report. Pt attempted to bolus insulin in the air with the device, but no insulin came out. No errors were generated by the device. Pt then changed the infusion set tubing, and all was ok. Pt stated that they tapped the suspect infusion set tubing on the table to see if any insulin was in it, and a portion of the infusion set shattered. Pt self-treated high blood glucose with insulin injections, and their blood glucose is now decreasing.